Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began at 10:50 a.m., on (B)(6) 2016. The patient claimed obtaining blood glucose readings of ¿300 and 190 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with self-adjusted insulin (unspecified type and dose) and denied making any changes to her usual diabetes management regimen as a result of the alleged inaccuracy issue. The patient claimed that her ¿blood pressure heightened to 182¿ and she developed ¿palpitations¿ a few minutes after the alleged issue began. The patient reported that paramedics arrived at 2 p.m., after being contacted and that she then self-treated with nitroglycerin (0.4 mg) to lower her blood pressure. At 2:18 p.m., the paramedics reportedly tested her blood glucose using their device and a result of ¿190 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The patient¿s symptoms were not related to a blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.